Event description:
The customer reported that a patient had a csf leak and the clinician went back in to repair. The clinician noticed there was a tear in the middle of the graft. The tear was sutured and dmop was placed on top. The site still leaked so a shunt was placed on the patient to circumvent the issue.